Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired device used probable root cause: incorrect packaging; severe shipping conditions; improper storage. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that an expired product was used and therefore could lead to potential for infection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The product number is not known at this time therefore the gtin and 510(k) are not known, however should it become available it will be provided in future reports.

Event description:
It was reported that an expired product was used and therefore could lead to potential for infection.